Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with four infusion sets. Therefore, the patient's blood glucose level was 15 mmol/l at the time of this event. Moreover, the infusion set had been used for three days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.